Manufacturer narrative:
The following devices were also listed in this report: accolade ii stem; cat# unknown; lot# unknown. Press fit ceramic head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. T was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Husband reported on behalf of wife that according to the operative report that wife implants are stryker accolade system: press fit ceramic head, plastic liner and accolade stem. Patient is experiencing pain in left hip after having a primary total hip surgery.